Manufacturer narrative:
(B)(4). Batch # unk. Mw5098792. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that we passed the eea 29 eea stapler from the anal canal and deployed the tine of the stapler through the midportion of our curved contour staple line. We secured the anvil to the tine of the stapler and closed the stapler ensuring there was no extrinsic tissue involved with our anastomosis. Unfortunately, there was a malfunction of the stapler and it did not deploy, therefore, we had to exchange staplers at this point and perform the same maneuver as dictated earlier. This went successfully and we form our coloanal anastomosis with the ethicon eea 29 mm stapler. We checked our coloanal anastomosis for leak. There was no evidence of air leak using a flexible sigmoidoscope. There were no patient consequences reported.